Manufacturer narrative:
The instrument is performing within qc specifications. Controls were run before and after this incident. Controls are run once every shift. Sample was a fresh 5 ml edta venipuncture tube. Field service engineer (fse) evaluated and verified the instrument. The analyzer met specifications. The fse provided instructions to the customer to review the differentials on the patient results screen for abnormal diff plots. Root cause is unknown. The customer stated they believe the cause is sample related. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents the second of two analyzers. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00388.

Event description:
Customer reported erroneous differential results when using the coulter lh 780 hematology analyzer. This event occurred with a specific sample on (B)(6) 2008. The sample was tested three times on two coulter lh 780 hematology analyzers. One of the three test results did not match the other two test results when compared to the test results obtained from the same analyzer or the other analyzer. The differential results were determined to be erroneous when the results did not match the manual differential results. There were blasts present on the manual differentials. Erroneous results were not reported out of the laboratory. Manual differential results were reported. No reports or death or serious injury, and no affect to patient treatment as a result of this event. This event is for one of two analyzers.